Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, splotchy rash with pimple like bumps underneath the device on their chest and back. No report of open or broken skin. The area was being treated by his doctor as there's a possibility of an allergic reaction to medication. Patient removed the device. Follow-up attempts were unsuccessful, and the outcome of the irritation is unknown.